Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that reagent probe b of the unicel dxc 800 synchron system was leaking. Customer reported that the reagent probe fittings and reagent syringe barrel were tight. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found both reagent probes had waste/wash building up in the wash collar after the system had primed or any probe cleaning. The fse replaced the a/b valve, reagent t-valve and the tubing for the reagent probe b. The fse then found droplet was forming on top of the probe from the bubble generator. The fse installed a new bubble generator assembly, checked the probes and checked the system. The fse performed quality control (qc) checks. The fse found all qcs passed specifications and the system was functioning properly after the repairs.